Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va105ga, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4). (B)(6).

Event description:
A healthcare professional reported that during device follow up/initial programming for a patient whose indication for use is parkinson's dual and movement disorders an infection at the implantable neurostimulator (ins) site which was very swollen was noted. The patient was immediately referred to the emergency room. The patient was given antibiotics. Later, on the evening of (B)(6) 2016 the ins, both left and right extensions and right lead were all removed. The left lead was still implanted. It was unknown if the issue was resolved. Further follow up is being conducted to obtain information about onset, cause, diagnostics performed and outcome. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Continuation of d11: product ID 3389s-40 lot# va105ga, implanted: (B)(6)2015 explanted: (B)(6)2016 product type lead product ID 3389s-40 lot# va105ga implanted: (B)(6)2015 explanted: (B)(6)2016 product type lead product ID 3708660 (B)(4) implanted: (B)(6)2015. Product type extension product ID 3708660 (B)(4) implanted: (B)(6)2015. Product type extension. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the extensions/leads likely remain implanted. However, this is ambiguous information as previously reported information says that the whole system was explanted and it us unclear what previously implanted devices were actually explanted.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient's system was removed due to infection as of an unknown date. The patient now needs an MRI to allow planning for re-implantation. Later on date notified an x-ray was performed on the patient and it was found that the lead was in the c1/c2 area within the tr head coil so they did not proceed with the head scan.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# va105ga implanted: (B)(6)2015 explanted:(B)(6)2016 product type lead product ID 3389s-40 lot# va105ga implanted:(B)(6)2015 explanted: (B)(6)2016 product type lead product ID 3708660 (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2016 product type extension product ID 3708660 (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2016 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's entire system was removed. It was also noted the patient has a history of infection. No further complications were reported/anticipated.